Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, knee operation, anemia, fibromyalgia, arthroscopic surgery and tonsillectomy. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included abdominal pain, sulfonamide allergy, latex allergy, early menopause, ovarian failure, vaginal dryness, hot flashes and night sweat. Concomitant products included nsaids since 2008, paracetamol (acetaminophen) since 2008 and salbutamol (albuterol hfa) from (B)(6) 2012 to (B)(6) 2013. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), endometritis (seriousness criterion medically significant) and infection ("infection"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic pain, vaginal haemorrhage, menorrhagia, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, endometritis, infection, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 (B)(6) 2009 discrepancy noted: in above mentioned mr, it is mentioned as essure confirmation test(s) conducted, specify: no, but the confirmation test was previously added. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, endometritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, knee operation, anemia, fibromyalgia, arthroscopic surgery and tonsillectomy. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included abdominal pain, sulfonamide allergy, latex allergy, early menopause, ovarian failure, vaginal dryness, hot flashes and night sweat. Concomitant products included nsaids since 2008, paracetamol (acetaminophen) since 2008 and salbutamol (albuterol hfa) from (B)(6) 2012 to (B)(6) 2013. In august 2008, the patient had essure inserted. In january 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), infection ("infection"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic pain, vaginal haemorrhage, menorrhagia, infection, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometritis, infection, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: aug-2008 (B)(6) 2009 discrepancy noted: in above mentioned mr, it is mentioned as essure confirmation test(s) conducted, specify: no, but the confirmation test was previously added. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, endometritis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain and back pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and endometritis ('endometritis') in a 34-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, knee operation, anemia, fibromyalgia, arthroscopic surgery and tonsillectomy. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included abdominal pain, sulfonamide allergy, latex allergy, early menopause, ovarian failure, vaginal dryness, hot flashes, night sweat, insomnia, menopausal symptoms, mood swings, premature ovarian failure and fatigue. Concomitant products included bupropion hydrochloride (wellbutrin), estrogens esterified;methyltestosterone (covaryx) (B)(6) 2011 to (B)(6) 2012, folic acid;iron (prenatal), medroxyprogesterone (B)(6) 2011 to (B)(6) 2012, nsaids since 2008, paracetamol (acetaminophen) since 2008, pregabalin (lyrica) and salbutamol (albuterol hfa) from (B)(6) 2012 to (B)(6) 2013. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). On (B)(6) 2011, the patient experienced mood swings ("mood swings") and menopause ("menopause symptom"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), infection ("infection"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic pain, vaginal haemorrhage, menorrhagia, infection, depression, anxiety, abdominal pain, back pain, mood swings and menopause outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometritis, infection, menopause, menorrhagia, mood swings, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 (B)(6) 2009 discrepancy noted: in above mentioned mr, it is mentioned as essure confirmation test(s) conducted, specify: no, but the confirmation test was previously added. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received: new events added: mood swings, menopause symptom, concomitant drugs and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and endometritis ('endometritis') in a 34-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, knee operation, anemia, fibromyalgia, arthroscopic surgery and tonsillectomy. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included abdominal pain, sulfonamide allergy, latex allergy, early menopause, ovarian failure, vaginal dryness, hot flashes, night sweat, insomnia, menopausal symptoms, mood swings, premature ovarian failure and fatigue. Concomitant products included bupropion hydrochloride (wellbutrin), estrogens esterified;methyltestosterone (covaryx) (B)(6) 2011 to (B)(6) 2012, folic acid;iron (prenatal), medroxyprogesterone (B)(6) 2011 to (B)(6) 2012, nsaids since 2008, paracetamol (acetaminophen) since 2008, pregabalin (lyrica) and salbutamol (albuterol hfa) from (B)(6) 2012 to (B)(6) 2013. In (B)(6)2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). On (B)(6) 2011, the patient experienced mood swings ("mood swings") and menopausal symptoms ("menopause symptom"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), infection ("infection"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic pain, vaginal haemorrhage, menorrhagia, infection, depression, anxiety, abdominal pain, back pain, mood swings and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometritis, infection, menopausal symptoms, menorrhagia, mood swings, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008 (B)(6) 2009 discrepancy noted: in above mentioned mr, it is mentioned as essure confirmation test(s) conducted, specify: no, but the confirmation test was previously added. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and endometritis ('endometritis') in an adult female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, knee operation, anemia, fibromyalgia, arthroscopic surgery and tonsillectomy. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included abdominal pain, sulfonamide allergy, latex allergy, early menopause, ovarian failure, vaginal dryness, hot flashes and night sweat. Concomitant products included nsaids since 2008, paracetamol (acetaminophen) since 2008 and salbutamol (albuterol hfa) from (B)(6) 2012 to 2013. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), endometritis (seriousness criterion medically significant) and infection ("infection"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic pain, vaginal haemorrhage, menorrhagia, infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, endometritis, infection, menorrhagia, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2009. Discrepancy noted: in above mentioned mr, it is mentioned as essure confirmation test(s) conducted, specify: no, but the confirmation test was previously added. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, endometritis most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, and mental anguish, pelvic inflammatory disease and endometritis were added. New reporter, concomitant conditions, drugs and historical conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and endometritis ('endometritis') in a 34-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, lower abdominal discomfort, knee operation, anemia, fibromyalgia, arthroscopic surgery and tonsillectomy. Previously administered products included for an unreported indication: prenatal vitamins. Concurrent conditions included abdominal pain, sulfonamide allergy, latex allergy, early menopause, ovarian failure, vaginal dryness, hot flashes, night sweat, insomnia, menopausal symptoms, mood swings, premature ovarian failure and fatigue. Concomitant products included bupropion hydrochloride (wellbutrin), estrogens esterified;methyltestosterone (covaryx) (B)(6) 2011 to (B)(6) 2012, folic acid;iron (prenatal), medroxyprogesterone (B)(6) 2011 (B)(6) december 2012, nsaids since 2008, paracetamol (acetaminophen) since 2008, pregabalin (lyrica) and salbutamol (albuterol hfa) from (B)(6) 2012 to (B)(6) 2013. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). On (B)(6) 2011, the patient experienced mood swings ("mood swings") and menopause ("menopause symptom"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), infection ("infection"), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, endometritis, pelvic pain, vaginal haemorrhage, menorrhagia, infection, depression, anxiety, abdominal pain, back pain, mood swings and menopause outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, endometritis, infection, menopause, menorrhagia, mood swings, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008, (B)(6) 2009. Discrepancy noted: in above mentioned mr, it is mentioned as essure confirmation test(s) conducted, specify: no, but the confirmation test was previously added. The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, endometritis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received: new events added: mood swings, menopause symptom, concomitant drugs and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.